Event description:
During an accessory pathway ablation it was observed that the patient had developed an effusion while ablating in the left atrium requiring pericardiocentesis. When the patient's blood pressure dropped ice was used to diagnose the effusion. The procedure was successfully completed and the patient is stable. The physician was not aware of when it occurred or what may have caused the effusion. There were no alleged performance issues with any abbott devices.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. No visual anomalies were noted. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The catheter shaft deflected in both directions when the steering mechanism was actuated and met specifications for curve shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.